Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced at power up. System error 105 was also confirmed through a review of the event history log and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during patient care in the medical surgical care area. It was reported that the patient was being infused with blood when the pump alarmed (programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.